Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "crystals were found in the tube cap near the opening."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 367846, lot number is unknown. The retentions could not be inspected as the lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.